Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an ar-2324bcc-1 bio-composite swivelock suture anchor broke during insertion. This was discovered during a procedure on (B)(6) 2022. Additional information received 2/11/2022: the swivelock anchor broke inside the patient and the broken fragments were not retrieved.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-2324bcc-1 was received for investigation. Visual inspection identified that the distal-most threads across the biocomposite anchor had cracked. No peek eyelet was returned with the swivelock assembly. The bone quality encountered during the procedure was not provided. A probable cause is attributed to interference between the anchor and hard/challenging bone, and/or through off-axis insertion.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-2324bcc-1 was received for investigation. Visual inspection identified that the distal-most threads across the biocomposite anchor had cracked. No peek eyelet was returned with the swivelock assembly. The bone quality encountered during the procedure was not provided. A probable cause is attributed to interference between the anchor and hard/challenging bone, and/or through off-axis insertion.